Event description:
Ligasure device not sealing tissue. Tried the hand piece with a second ligasure console but still did not work. Obtained another ligasure hand piece and it worked. FDA safety report ID # (B)(4).